Event description:
Caller states the patient tested 3.2 inr on the coaguchek xs system while a professional coaguchek pro system returned as 4.8 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).